Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report various alarms such as power loss and replace battery now. Customer's blood glucose reading was 178 mg/dl. Customer performed partial troubleshooting. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.